Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump became nonfunctional on waking, showing a blue circle with a lock icon, intermittently going to a black screen, and repeatedly restarting when the mobile app was opened; attempts to update firmware and restart via the app were unsuccessful, and a replacement pump was arranged, consistent with a device shutdown related to computer software. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an unexpected shutdown attributed to a software problem in the computer software component. It was concluded, based on previously established findings for similar reports, that the cause was traced to software coding.